Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 6/1/2016 medical records received. Medical records reviewed for MDR reportability. Patient revision surgical report was dated (B)(6) 2016 and will be updated. Revision surgical report note a fair amount of scar tissue. Taper sleeve added to complaint for pain. The complaint was updated on: jun 14, 2016.

Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the patient experienced pain, stiffness, popping, discomfort, and weakness which in turn negatively affects the patients mobility and quality of life. The patient was found to have elevated metal levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.